Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt308 heated oxygen therapy kit had a hole in it. This was found before patient use.

Manufacturer narrative:
(B)(4). The device is en route to the manufacturer. We will provide a final report following receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned inspiratory limb was visually inspected and pressure tested. Results: a hole with rough edges was found in the middle of the inspiratory limb. The pressure test revealed that the circuit was out of specification. A lot check revealed no other complaints for this lot number. Conclusion: we are unable to determine what caused the observed damage to the circuit, but it most likely happened during transport or while in storage or use at the customer facility. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production.

Event description:
A hospital in the (B)(6) reported that the inspiratory limb of an rt308 heated oxygen therapy kit had a hole in it. This was found before patient use.